Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a coronary artery by- pass procedure, one of the clips cut the vessel. A small amount of bleeding occurred. No blood transfusion was needed. Another device was used to complete the case with no patient consequence.